Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging from 330-400's mg/dl and moderate levels of ketones. The customer administered manual injections to address the bg levels. In order to clear the occlusion alarms, the customer would change their infusion set site or change out all of their supplies. No troubleshooting was performed for the past occlusion alarms. The customer did not have new supplies to load a new cartridge therefore troubleshooting could not be completed but did state that they observed insulin exiting the infusion set tubing prior to contacting tandem technical support. The customer was to revert to manual injections as back up therapy while the replacement pump was received.